Event description:
The customer called to report that the pump had an alarm. Troubleshooting was performed. The pump alarmed again. It was stated that the driver block slides freely across the lead screw. Also it was indicated that after the testing a little circle metal piece that is on the driver block had fallen off the pump.